Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The tubing going to the consolidated ventilator interface board (cvib) was dried of moisture and calibrated to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.